Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the infusion set's tubing disconnected from the part that snapped into the body at the quick release. The site was at the left side of the stomach and the pump was located to the left side. The infusion was in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector (missing glue). No further information available.